Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of nine months remaining to elective replacement indicator (eri) four months later. The device battery was suspected to be depleting prematurely. A health care professional (hcp) requested a remaining longevity estimate. Technical services (ts) discussed the typical timeframe from eri to end of life (eol). No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of nine months remaining to elective replacement indicator (eri) four months later. The device battery was suspected to be depleting prematurely. A health care professional (hcp) requested a remaining longevity estimate. Technical services (ts) discussed the typical timeframe from eri to end of life (eol). No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.